Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed by using diagnostic imaging. There were no electrical anomalies. The lead is connected to new can and will be monitored. The patient was stable and is being monitored using merlin/office visits.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for the lead. The high voltage portion of the lead was left active. (B)(4).

Event description:
In addition to connecting the lead to the can, the high voltage portion of the lead was also left active.